Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and electrical continuity was tested and passed. The root cause was attributed to a component failure. Failure analysis found the secondary failure of scratch marks/abrasion to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. Some scratch marks/abrasion found on the yaw pulley are aligned with the insulation damage on the conductor wire. The root cause is typically attributed to user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. An image was provided for review, however the root cause could not be determined based on the visual alone. A review of the device logs for the long bipolar forceps (part# 471400-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the long bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 13 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is reportable due to the following: it was alleged that the long bipolar grasper had conductor wire damage. Failure analysis confirmed damaged conductor wire insulation with exposed wires. A damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Information for the blank fields in name and address is unknown. PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during central processing, the long bipolar grasper was found to have damaged conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on (B)(6) 2021: during the last procedure in which the instrument was used, the instrument was inspected prior to use and there was nothing out of the ordinary noted. It was unknown if there were any instrument collisions or if the instrument was inspected for damage after the procedure. It was noted that the damage on the instrument was identified after cleaning, but before sterilization, but it was unknown whether the instrument was inspected for damage prior to the reprocessing. Therefore, it is unknown if the damage to the cable occurred intra-operatively or post-operatively.